Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer complained of unexplained high blood glucose levels of 400 mg/dl. The customer also mentioned of experiencing low blood glucose but it may have been due to injecting too much insulin. The customer was treated for the high blood glucose with syringes. The customer does not use the sensor feature on their insulin pump. The customer was assisted with troubleshooting, but found no air bubbles in the reservoir tube or bent cannulas. The customer did receive a couple of alarms from the insulin pump. One of the alarms was a motor error. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.